Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump exhibited error code 45630. There was no patient involvement.

Manufacturer narrative:
D9: 28-may-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history confirmed last error code 45630. Functional testing was performed, and the reported issue was not duplicated. The probable cause of the reported problem was a defective main board. The main board was replaced to address this issue.